Event description:
The rptr stated that he did back to back blood glucose testing, within 10 mins, using separate finger sticks. His results were 234, 120 and 348 mg/dl. He did not have any symptoms. During troubleshooting, it was learned that the rptr had never cleaned his meter, and that his lancing device needed replacing. He had difficulty getting blood samples, frequently having to prick his finger several times, resulting in overcoverage. A control solution test result was in range, 128 (86-129.) A review of cleaning, coverage and control testing was done with the rptr by the lifescan representative.